Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.1 were not detected on the bus. A field service engineer (fse) reseated the row board cable connections to the cubie trays and drawer controllers and also removed a broken cubie from drawer 2.2. After these adjustments, the drawers and cubies tested good in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. An attempt was made to recover the failed storage space, and the machine had to be rebooted. After recovering the drawer, there was still one cubie pocket that displayed a ¿device not connected on bus¿ message. An additional attempt to recover the pocket was made but was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.